Event description:
Pt is a type ii diabetic with congestive heart failure. In 2002 at 7:30 am, pt's blood glucose (bg) was 89 mg/dl. At 8:00 am the pt's bg was 96 mg/dl. Pt was not feeling well. The pt was brought to the hosp around 10-10:30 am, where their bg was 45 mg/dl. The reporter is uncertain if the pt received any intervention at the hosp. The pt died later in the afternoon. The reporter does not know what was listed as the cause of death. The pt was also sick a few days prior to the death; could not keep fluids down. The reporter checked the control solution early that day and both the level 1 & level 2 control solutions read high out of range; reporter admitted that the test was done incorrectly. The control solution was checked later during the day and it tested within specifications.